Event description:
It was reported that the patient has had diaphragmatic stimulation since implant. Programming was performed three times. The stimulation was more noticeable in the left diaphragm when the patient lies on the right side. The right ventricular (rv) lead remains in use with continued follow-up. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 5076-52 implantable pacing lead 2013-(B)(6), 429688 implantable pacing lead 2013-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.